Event description:
It was alleged that while cauterizing, the entire hook became active and the instrument cauterized more than it was intended. The instrument was removed and replaced with another to continue the case to completion. No patient harm was reported. It was reported that there was no adverse outcome or injury.